Manufacturer narrative:
Batch records were reviewed and showed no deviations. Optic measurements showed no optic deviations. The diopter was measured and confirmed to be correct as labeled. Visual inspection of the optic took place and no optical deviations could be found. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. The result of our investigation reasonably suggests this event is not manufacturing related.

Manufacturer narrative:
The intraocular lens has not yet been received for analysis. The iol met all manufacturing specifications prior to release. The manufacturer's investigation into this report will continue.

Event description:
The physician reported the intraocular lens was removed, and replaced without complication, due to an unanticipated post operative refraction.